Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while screwing in the lead, lead body deformity was noted. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted was confirmed. A complete lead was returned for analysis. Visual analysis found the outer insulation was twisted. X-ray inspection found the inner coil was over-torqued. The cause of the reported event was due to the over-torqued inner coil which consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of insulation twisted was confirmed. A complete lead was returned for analysis. Visual analysis found the outer insulation was twisted. X-ray inspection found the inner coil was over-torqued. The cause of the reported event was due to the over-torqued inner coil which consistent with procedural damage.

Manufacturer narrative:
Correction: the correct investigation findings code should have been 'deformation problem', rather than 'no device problem found'.